Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy. The customer felt they shuttled all the way down but it felt like an earlier stop than usual. They used another non-cordis device successfully. There were no reported injuries to the patient. A non-cordis sheath was used. The deployer is a long-time experienced user. A retrograde approach was used. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle. The syringe was received connected to the device; however, the procedural sheath was not received for evaluation. The sealant and the advancer tube were found in their manufactured positions, and the stopcock was found in the open position. Additionally, the balloon was fully deflated. The shuttle cartridge and catheter were inspected for defects or anomalies that may have contributed to the reported failure. No defects or anomalies were observed. Per functional analysis, a simulated deployment test was performed on the returned device, and the advancer tube was observed to be properly engaged with the proximal tamp lock. The shuttle cartridge was able to be advanced and retracted to the black handle without issue, per the mynxgrip instructions for use (IFU). Additionally, the sealant could be deployed without any problems. Per microscopic analysis, visual inspection at high magnification showed the presence of a slit in the outer cartridge of the unit received. The reported event of ¿shuttle-shuttle advancement issue¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is difficult to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to be advanced/retracted fully with the complaint device during functional analysis. However, it is possible that the issue experienced by the customer could have been caused by sheath condition factors (which was not returned for analysis) or handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy. The customer felt they shuttled all the way down but it felt like an earlier stop than usual. They used another non-cordis device successfully. There were no reported injuries to the patient. A non-cordis sheath was used. The deployer is a long time experienced user. A retrograde approach was used. Additional information was requested but not provided. The device will be returned for evaluation.